Manufacturer narrative:
The device packaging was received on (B)(6) 2015. This report will be amended when our investigation is complete.

Event description:
It is reported that the device was missing from the packaging upon receipt.